Event description:
The reporter contacted animas on (B)(6) 2012 stating that the patient had elevated blood glucose levels up to 27.8 mmol/l with extreme thirst and ketones. The reporter stated that the patient was treated from the pump and blood glucose levels decreased to 21 mmol/l but increased again to 25.6 mmol/l with no symptoms. The reporter stated that the patient's basal rates were increased to help manage the blood glucose levels and they were going to call a health care professional in the morning. The reporter indicated that the patient was growing and that may have been effecting the patient's blood glucose levels. The reporter declined to troubleshoot the pump at this time. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no data from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.